Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of six devices sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned products.. The visual inspection and functional evaluation of the products had acceptable results. Visual and functional testing of the returned products confirmed the products met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this sample lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeons have noticed the sutures breaking away from needle when using. (B)(4).

Manufacturer narrative:
(B)(4)